Event description:
In 1986 pt received a silicon testicular implant as a result of cancer. Pt had this implant at the age of 46 and started to experience adverse reactions at the age of 52. These adverse reactions include but are not limited to loss of coordination, loss of sex drive, hair loss, skin rashes, fatigue, sleep apnea, numbness in hands and feet, memory loss, slur speech, difficulty calculating, double vision, shortness of breath, severe weakness, muscle cramps, coughing, weak digestive system, immune disorder and loss of balance. The silicon implant was removed approx. 7 months ago.